Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a variation in battery longevity. The device was initially scheduled for a replacement due to longevity of approximately eleven months. However, at the pre-operative interrogation, the device revealed battery longevity of two years. The device replacement was postponed and the patient was enrolled in remote monitoring to closely monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.